Event description:
Explant of bronchial stent. Patient who has history of end-stage lung disease due to pulmonary fibrosis who has undergone bilateral sequential pulmonary transplantation approximately 6 months ago. She has had postoperative gastroesophageal reflux and has had inflammatory stenosis of the bronchus intermedius ultimately requiring placement of a silastic stent, 8 x 13 millimeters. She had recent surveillance bronchoscopy, which indicated possible migration or distortion of the stent and repeat airway evaluation is recommended.